Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was hot to the touch when charging despite being in room-temperature conditions. Subsequently, temperature alarms occurred while the pump was hot to the touch. The customer¿s blood glucose was 145(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.